Event description:
The ICU recovery nurse reported that the lumbar catheter/drainage system was breaking at the stopcock area. The device was currently in the pt and will be removed and returned. It is unk how long the device has been in use. The sales rep will provide more info when it becomes available.